Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device's system pcb assembly. A replacement for this part is no longer available. The device was returned to the customer unrepaired and the customer was advised to replace the device.

Event description:
The customer contacted stryker to report that their device would not boot up. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the device's system pcb assembly. A replacement for this part is no longer available. The device was returned to the customer unrepaired and the customer was advised to replace the device.

Event description:
The customer contacted stryker to report that their device would not boot up. There was no report of patient use associated with the reported event.